Event description:
On (B)(6) 2012, it was reported that the programming handheld was not responding to the tapping of the stylus. Both a soft and hard reset were performed to no avail. The battery was confirmed to be fully charged. The handheld and flashcard were returned to the manufacturer for product analysis on (B)(4) 2012. Product analysis was completed on (B)(4) 2012. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. During the analysis it was verified that the touchscreen display of the handheld was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.